Event description:
The customer's doctor noticed that her meter was set in mmo1/l. The customer was able to reset the meter of mg/dl with assistance. The customer had adjusted her medication based on th mm01/l readings, but did not allege any adverse events. The customer was satisfied and no product will be returened.